Event description:
Anastomosis performed to iliac artery. When opened in preparation to anastomose to right femoral artery, surgeon noted that graft was leaking blood. (This appears to be the 4th reported case here with similar problem, same graft.)